Event description:
It was reported that the insulation, towards the tip of the unit, has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.